Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, blood/body fluid was noted on the distal conductor. No other defects or damage noted.

Event description:
It was reported during the implant procedure that there was lead postioning difficulties. A new lead was placed. Also, the medical adhesive was solidified when the package was open. No patient complications were reported as a result of this event.